Manufacturer narrative:
(B)(4). Evaluation summary: no damage visible to the distal tip. The 6th, 10th and 11th distal stent segments were deformed with numerous struts raised. The stent was positioned on the balloon between the inner shaft markers as per specifications.

Event description:
It was reported that the physician was attempting to use a endeavor resolute rx drug eluting stent to treat a severely calcified and tortuous rca exhibiting 90% stenosis. The device was removed from its packaging and inspected with no issues noted. The lesion pre-dilated with 2.0x15mm unknown brand balloon catheter. During the procedure resistance was encountered during delivery and the device failed to cross the target lesion and it was noted that stent deformation occurred. No excessive force was used when resistance was encountered. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.